Event description:
It was reported that during the device change out, right ventricular (rv) lead insulation breach was noted and there was loss of capture and noise was present. It was also reported that there was high left ventricular (lv) lead threshold and the lead was noted to be in the body of the superior vena cava (svc). The right atrial (ra) lead was comprised upon placement of the new right ventricular (rv) lead and thus all chronic leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a distal portion was received measuring 43.5 cm. The overlay tubing of the lead was extrinsically breached due to melting, analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 4193-78 implanted: 2007 (B)(6); 4076-45 implanted: 2007 (B)(6). (B)(4).

Event description:
It was reported that during the device change out, right ventricular (rv) lead insulation breach was noted and there was loss of capture and noise was present. It was also reported that there was high left ventricular (lv) lead threshold and the lead was noted to be in the body of the superior vena cava (svc). The right atrial (ra) lead was comprised upon placement of the new right ventricular (rv) lead and thus all chronic leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.